Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment related to the issue of the programmer loading software. It was indicated that the programmer had excessive internal corrosion. It was also indicated that the power cord bay door was broken. The programmer was to be scrapped.

Event description:
It was reported that the programmer would not fully load software. The programmer was returned for service. No patient complications have been reported as a result of this event.